Event description:
It was reported through a user facility medwatch received in 12/2001, that a device was used during an unknown procedure. A question arose during surgery, whether a plastic ring fell into the abdomen, from the trocar sleeve. Abdomen explored for ring and not found.